Event description:
It was reported that pump displayed malfunction alarm malfunction 0 with no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer had not yet reset pump for this malfunction. Technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.